Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Manufacturer report number : 2017865-2019-09668, manufacturer report number : 2017865-2019-09672. It was reported that both right ventricular leads were causing tricuspid regurgitation in the patient. During the procedure, the right ventricular leads were explanted. Also, the right atrial lead was attached to the right ventricular lead due to calcification and was explanted as well. Patient was stable before, during, and after the procedure.